Event description:
A user facility in the united kingdom reported that during an unknown number of eye surgeries, the trocars leak. As a result there is increased bubbles with viscoelastic obscure the surgeons view. The surgeon confirmed that sometimes the trocars slip out during surgery. Sutures were required and the patient experience increased pain. Additional information has been requested but not received.

Manufacturer narrative:
The product has been discarded and a lot number cannot be provided. As there was no lot number a device history review (DHR) could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.